Event description:
It was reported that non sustained right ventricular oversensing determined to be due to ventricular loss of capture was observed on the right ventricular (rv) lead. Programming changes with re-assessment of capture was recommended. There were no reported patient consequences.